Manufacturer narrative:
The replaced system pcb was further evaluated in the product analysis center. The reported issue was not be able to be duplicated and the root cause could not be determined.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. After the system pcb assembly was replaced, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced system pcb assembly was requested to be returned to our product analysis center for the further investigation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.